Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a broken connector, likely above the middle flange on the luer connector side. A return material authorization (RMA) was initiated for investigation and replacement. The user was unable to provide a photo. On (B)(6) 2025, the user inquired about a package notification and was informed it contained replacement connectors. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.